Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting

Event description:
Evaluation summary:photographic images were received for evaluation. These contained a balloon catheter with a radially torn balloon chamber. The appearance is consistent with an evercross catheter that has had a radially torn balloon and a stretched inner shaft. A short segment (approximately 2-3mm) of what appears to be inner shaft of the catheter. The segment exhibits material deformation suggesting that it was laterally compressed. The procedure summary indicates, the balloon segment was snared and removed. The photographs provided document a circumferentially torn and separated balloon chamber.

Event description:
The evercross balloon was inflated in a brachial vein and the balloon broke upon retrieval. The distal portion of the evercross balloon was in the patient. Subsequent snaring of the balloon and marker band was successful. All product was removed and the patient is ok. Additional information received in the procedure notes, indicating that the patient was dialyzed via the right arm which showed cephalic arch stenosis. The balloon was inflated using a syringe. The balloon was successfully snared and follow up angiogram was performed showing no residual balloon fragments.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Should it become available a supplemental report will be submitted. (B)(4).